Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a notifier. The patient was recommended manual transmission which he could not perform. The patient presented to the hospital in emergency. Upon interrogation the device exhibited backup vvi operation. It was believed that the interaction with the transmitter contributed to the backup vvi mode. Programming changes were made to restore the normal settings. No adverse consequences to the patient were noted.